Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the oxygenator thermistor was not giving temperature. It is unknown when this event occurred. Product was not changed out. Procedure was completed successfully.

Event description:
Additional information was received that the arterial temp was monitored via cdi 500.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: method code #1: 10 - actual device evaluated method code #2: 11 - testing of device from same lot/batch retained by manufacturer method code #3: 3331- analysis of production records results code: 3259 - improper physical structure conclusions code: 4307 - cause traced to component failure. The affected sample was tested and confirmed the complaint. A retention sample from the same production/lot number combination was tested and found to functioning properly. An engineering investigation and CAPA have been initiated to determine a definitive root cause. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 2, 2019. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem). D10 (device availability - added date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was received that the event occurred during prime.